Event description:
It was reported while transporting a patient in the ambulance, a medic realized the stretcher was not secured into the floor fastener. The ambulance pulled over and it was then discovered the pud/latch had become detached from the stretcher. A second ambulance was called to continue the patient transport. No injury or adverse effect was reported as a result of the incident; however, a delay in transport was reported.